Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
E1 - initial reporter establishment name initial reporter establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the single use biopsy valve had a black rubber-like substance, believed to be part of the device, found adhering to the endoscope distal end. The issue was observed after a therapeutic endobronchial ultrasound with guide sheath procedure. There were no reports of patient harm.